Event description:
Event description cpi received information that due to inappropriate shocks, the rate sensing portion of this endotak c transvenous defibrillation lead has been capped. The high voltage portion remains active.